Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer plugged in the pump to charge when battery was at 10% from normal usage and the pump shutdown. Customer left pump plugged in and pump powered on. Customer received a continuous glucose monitor error 42. Customer reset the pump to resolve the issue. Customer's blood glucose value was 140 mg/dl.